Event description:
Procedure type: nephrectomy. According to the reporter: pt was admitted for right kidney cancer and was estimated to be in her (B) (6) and was reported as grossly overweight. Allegedly, the surgeon placed the device on the renal vessel, it cut the vessel before he was able to fire the instrument. The surgeon sealed off both ends of the vessel with a similar device and was able to continue the case without any other reported problems. Delay in operating room time was 1 minute and minimum bleeding was reported. The pt was allegedly bleeding post-operatively but was not brought back immediately, pt eventually returned to surgery. Additional information received on 1/15/2010, reported that the pt expired on (B) (6) 2010. Tissue was friable and therefore, the surgeon could not use a stapler. They are unsure what the pt expired from.

Manufacturer narrative:
(B) (4).